Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The rep has become aware that an exeter stem was revised as it was broken. The revision took place on (B)(6) 2015.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The device fractures approximately 2 inches from the distal tip. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The material analysis concluded that: the device failed in fatigue. Eds was performed on the exeter stem, and was consistent with astm f1586 and iso 5832-9 stainless steel alloy. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact root cause could not be determined based on the provided information. However, no materials or manufacturing defects were observed on the surfaces examined further information, such as operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. If additional information becomes available, this investigation will be reopened.

Event description:
The rep has become aware that an exeter stem was revised as it was broken. The revision took place on (B)(6) 2015.

Manufacturer narrative:
A second supplemental report is being submitted on 5/10/2017 to document additional patient information.

Event description:
The rep has become aware that an exeter stem was revised as it was broken. The revision took place on (B)(6) 2015.